Manufacturer narrative:
Evaluation summary: the device history record (DHR) review showed the product was released per specifications. The customer did not retain a sample for this complaint report, as such, a full evaluation was unable to be conducted. Without a sample, it is not possible to isolate the root cause.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Several attempts were made to obtain further information on the event with no response to date. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported observing the patient's optic nerve pulsate despite intraocular pressure being set to 10mmhg during a vitreoretinal procedure. No patient harm occurred. Several attempts were made to obtain further information on the event with no response to date.